Manufacturer narrative:
The insulin pump passed the functional testing, including the idle current test, run idle current test, self test, off no power test, reset error alarm test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump was received with broken battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer declined troubleshooting for high blood glucose.